Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 305u223 tissue valve, implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.